Event description:
The user facility reported that the tip of the resection sheath broke off and fell inside the pt during a transurethral resection of prostate (turp) procedure. The broken tip was retrieved from the pt and the procedure was completed with the use of a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the ceramic insulation beak was cracked and the outer portion of the tip was completely detached from the sheath. The outer surface of the sheath bore indentations and tool marks. The sheath was deformed and out of round at the distal end. The cause of the reported phenomenon could not be conclusively determined, but based upon the findings of the evaluation, appears to be related to physical damage. The device has been forwarded to the original equipment manufacturer (OEM) for further investigation.